Event description:
End user is receiving the "err p" message. Had end user take cord out of monitor and squeeze all of the air out of the cuff. Replaced cuff, tried to test again, and received the "err 1" message. Sent out replacement.